Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage under water testing, were performed and the device operated according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not flow when connected to a clearlink system non-dehp secondary medication set. The event was further described as ¿the line was primed with solution in the priming chamber¿; however, the baxter pump would not ¿pull from secondary tubing¿. The secondary infusion was cefazolin (2g/100ml infusion at a 200ml/hour rate). There was no report of patient injury or medical intervention associated with this event. No additional information is available.